Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that multiple cook spectrum minocycline/rifampin impregnated triple lumen central venous catheters have been leaking. The customer is unable to pinpoint where the leak occurs. Additional patient, event and device information have been requested but not yet provided at the time of this report.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information/corrected data device evaluation: the complainant returned one triple lumen abrm coated catheter with three unknown caps connected to the catheter hubs to the manufacturer for investigation. Physical examination of the returned device showed: biomatter was noted all along the device. A clear liquid was noted in the extension tube of the white hub. No major kinks were noted to be on the device. No damage was noted on the endhole of the catheter shaft. Additionally, the hubs (white, red and blue) appeared to be undamaged and intact with no cracks. No occlusions were observed. A tug test was completed on the lumens and their connections to the suture wing. The tug test did not return any anomalies. All connections were found to be secure. The outer diameter of the extension tubes and the catheter shaft were measured to be within specification. Leak tests were performed on the hubs and their corresponding catheters. No leak was observed and water passed completely through the catheters nor in any location of the line. Additionally, a document based investigation evaluation was performed. Investigation: a document-based investigation reviewed the following: complaint history, device history record, instructions for use, manufacturing instructions, quality control specifications, and specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually and functionally inspected by quality control and no notable gaps in production or processing controls were noted. The device history record for lot number 8991291 and its relevant subassemblies/components were reviewed. No related nonconformances were noted. A complaint history search revealed that there was one other reported complaint for this lot number (same facility) for the same failure mode. The investigation for this complaint was inconclusive, the returned product did not leak. Supplier investigation: supplier investigation was not requested as the leakage could not directly be linked to a supplier provided attribute of the catheter. Per the IFU: warnings: do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10 cc or larger syringe will reduce the risk of catheter rupture. Precautions: do not re-sterilize catheter. Do not cut, trim or modify catheter or components prior to placement or intraoperatively. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Conclusion: based on the information provided, examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. The appropriate personnel have been notified. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.